Event description:
It was reported that the patient underwent an acdf at c3-c6 using anterior fixation. One of the caudel screws backed out approximately three months post-op. No revision surgery is planned at this time.

Manufacturer narrative:
The implant remains implanted, product return is not possible. Three months post-op x-ray was reviewed. The film reveals the lateral view of cervical construct from acdf c3-c6. The bone screw at c6 appears slightly backed out. No immediate post-op films are available to note migration or initial position. We are unable to determine the cause of the event.